Manufacturer narrative:
There is no further information expected regarding this investigation. Should additional information become availalbe this investigation will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system explant due to infection. There was no report of adverse patient due to the explant procedure.